Event description:
It was reported that this implantable cardioverter defibrillator (ICD) undersensed ventricular activity at implant procedure. Different attempts to obtain right ventricular (rv) sensing were unsuccessful. Another generator was successfully implanted. No adverse patient effects were reported. The product has not returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The sensing test was not successful. Impedance testing was completed and all measurements were within normal limits. The generator case was removed. A series of electrical tests was also performed. The observation of a failure mode was seen, testing confirmed rv undersensing. The probable cause could not be determined because the issue seems to be in mixed mode ic which cannot be tested on its own.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) undersensed ventricular activity at implant procedure. Different attempts to obtain right ventricular (rv) sensing were unsuccessful. Another generator was successfully implanted. No adverse patient effects were reported. The product has returned for analysis.